Manufacturer narrative:
Device was received fully deployed. No cracks or corrosion were seen on the device. The download data showed that an 0x3d alarm was generated during operation, indicating fluid leaked into the pod. Fluid path test was conducted, and fluid initially flowed through the fluid path. A leak test was performed by manually occluding the distal tip and rotating the ratchet gear. No external or internal tears were observed in the cannula sub assembly. However, inside the reservoir, fluid was observed above the o-ring, indicating that there is an inadequate sealing between o-ring and inner walls of reservoir. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 17 mmol/l (306 mg/dl). The pod was worn between 5 and 24 hours on the arm. No information was provided on how the hyperglycemia was treated.